Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter would not power off. The pt does not take any medications for diabetes. The pt indicated that the alleged issue started on (B) (6) 2010 at 9 pm. At the same time the alleged issue began, the pt took 40 units of 70/30 insulin. At 10:30 pm that same evening, the pt claimed that she developed symptoms of sweating, tiredness, weakness, and dizziness. The pt reported tested her blood glucose with another meter around the same time the symptoms developed and got a result of "112 mg/dl". The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified in a second f/u report. At this time, we consider this matter closed. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.